Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the front interface panel requires replacement to resolve the reported issue. The fsr has ordered a replacement part and is awaiting delivery of the front interface panel in order to complete the repair and evaluation of the device. Once a final evaluation of the device is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen stays dark. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue due to low voltage on the back up battery.